Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. UDI: (B)(4). Concomitant medical products: part # unknown / unknown head/ lot # unknown. Part #unknown / unknown stem/ lot # unknown . Part #unknown / unknown cup/ lot # unknown . Foreign report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -04438.

Event description:
It was reported patient underwent hip revision surgery approximately two months¿ post implantation due to dislocation and subluxation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Device history record (DHR) was reviewed and no discrepancies were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: summarized by hcp initial review. Findings 1st revision: full thickness wear, template product implanted: 50mm g7 cup posterior inferior liner, +3/32 head, taperloc microplasty 10 lateralised at 9mm from trochanter. 2nd revision notes have not been provided. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.